Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. The reported field event of a header anomaly was confirmed in the laboratory. Testing indicated that there was difficulty inserting the atrial lead into the lead bore. The cause was epoxy in the ring spring of the atrial port which prevented proper insertion of the lead. The device was tested on the bench and test leads would secure properly to the header of the device. (B)(6). (B)(4).